Event description:
It was reported that there was air in the heater line of a homechoice cassette. This occurred during use of the device for automated peritoneal dialysis therapy. The event was further described as " the air was noticed from the spike toward the bag when the patient disconnected the line and the bag". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.